Event description:
Clinical staff was in the process of double volume exchange transfusion when connection between blood warmer cassette and tubing to transfusion bag split, losing 100-200cc blood onto the floor and the nurse.